Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device was not available for analysis. From the information provided, there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Hemorrhage is a known and anticipated complication to these types of procedures and is noted in the labeling. Therefore, it was determined that the reported event was an anticipated patient complication. The subject synchro guidewire device was used in the procedure, which was part of an investigational device exemption (ide) study, reference # (B)(4) and any adverse events reported in compliance with the ide regulations. The surpass flow diverter investigational device is not approved and commercially sold in the USA and therefore this investigational device is not subject to MDR reporting regulations. The device is not available to the manufacturer.

Event description:
Six days post procedure, the patient was admitted to the outside hospital with severe headache. Imaging revealed a subarachnoid hemorrhage along the superior right parietal lobe at cortical surface. The patient stayed overnight in the hospital for observation. During one month follow-up, the patient was in good stable condition. The event was reported as possibly related to the subject device; the flow diverter investigational device and to the procedure.

Event description:
Six days post procedure, the patient was admitted to the outside hospital with severe headache. Imaging revealed a subarachnoid hemorrhage along the superior right parietal lobe at cortical surface. The patient stayed overnight in the hospital for observation. During one month follow-up, the patient was in good stable condition. The event was reported as possibly related to the subject device; the flow diverter investigational device and to the procedure.